Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd specialty extension sets experienced a loose connection causing leakage. 3 of 3 related files. The following information was provided by the initial reporter: we have had some defective quality issues on item #25206 that have happened in our ob unit. They are telling me that there has been 4 episodes of this item leaking and the patient side does not tighten which has resulted with the fluids on the floor. "

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of loose component - leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 25206 lot number 23039260 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd specialty extension sets experienced a loose connection causing leakage. 3 of 3 related files. The following information was provided by the initial reporter: we have had some defective quality issues on item #(B)(4) that have happened in our ob unit. They are telling me that there has been 4 episodes of this item leaking and the patient side does not tighten which has resulted with the fluids on the floor. "